Manufacturer narrative:
Analysis found that the magnet holder did not work, because of this state the reproduction test for the overheating wasn't conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece overheated after rotation within 1 minute during the procedure. There was no health impact on the patient or staff.